Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Account name: (B)(6). The "output shorted" message was displayed several times during the arthroscopic subacromial decompression surgery on (B)(6) 2017. Then, the surgeon moved away from the camera, but the message was still displayed so that the surgeon stopped using the electrode. The surgeon tried to tap the foot switch for the transpiration at outside of the patient¿s body, then, there was a spark from the tip of the electrode. This was not a first time there was a spark from the electrode. The surgeon also used another electrode (p/n: 224302, lot: u1707011) for the same surgery, but it was no problem to use. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional information from affiliate 12/18/17: no additional information was provided if any fragments were generated that could've fell in the patient. The sparking occurred outside the operating field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 11o¿clock to 2 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Electrode shaft is bent indicating heavy use. Upon further observation, the center ceramic material appeared to be cracked in three locations 10 o¿clock, 4 and 5 o¿clock position. Pictures attached. This type of failure could be attributed to blunt force impact on the active tip; potential root causes include the device hitting another metal/hard object during a procedure or the device being mishandled. It was noted in the complaint that the electrode was activated outside of the patient, which is stated in the IFU-105864 as a warning to users "using arthroscopic guidance, ensure that the electrode is completely surrounded by conductive irrigant solution during use. Failure to do so may result in electrode tip damage." Although the spark occurred outside of the patient a specific root cause for the spark failure cannot be determined. The breach in the insulation (the crack) may result in melting of the manifold. However, no information was provided on if or when the damaged center ceramic occurred before or after the reported failure. Therefore, we cannot confirm this observation to be the cause of the reported melting manifold failure. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also investigated via mitek dr which is closed. The DHR review indicated that this lot of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Account name: (B)(6). The "output shorted" message was displayed several times during the arthroscopic subacromial decompression surgery on (B)(6) 2017. Then, the surgeon moved away from the camera, but the message was still displayed so that the surgeon stopped using the electrode. The surgeon tried to tap the foot switch for the transpiration at outside of the patient¿s body, then, there was a spark from the tip of the electrode. This was not a first time there was a spark from the electrode. The surgeon also used another electrode (p/n: 224302, lot: u1707011) for the same surgery, but it was no problem to use. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.